Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: user advanced the device to desired position and puncture into lesion, afterward user ready to retract the needle but found out the needle cannot be retracted in to sheath completely, after several attempts still cannot be retracted. User changed to a new needle to continue the procedure. Patient/event info - notes: updated on 1jun2026: 1. Could you please confirm that the customer refers to a needle in the description of event ¿4 basket¿ cannot be retracted into sheath after advanced out¿ description updated. 2. What part or component of the device is damaged? Needle cannot be retracted into sheath. 3. Can photos of the damage be provided? No. 4. Please describe the damage in detail: 5. Was the functionality of the device tested prior to noticing the damage? Yes if yes, please provide additional details (including other devices that may have engaged with the cook device). Prior to use, user tested the device and confirmed it is fine. 6. Were any preparatory steps performed to the device (per instructions for use, if applicable) prior to noticing the damage? No. If so, please describe how the device was prepared: n/a. 7. Was the device stored according to the storage conditions on the label (if applicable)? Yes. If no, please describe the conditions of storage: n/a. 8. Do you believe any handling conditions at the facility could have contributed to the issue? No. If yes, please describe. 9. Please provide tracking information of the returned device. On the way to cook china.